Event description:
This is a report of a connection issue where the homechoice cassette was mis-spiked into the supply bag. The customer contacted baxter's (B)(4) to report a check supply line alarm on a homechoice (hc) device during prime. The baxter technical service representative (tsr) spoke with the home patient (hp) who inspected the supply line for any kinks in the tubing, closed clamps, and then tried pushing in and turning the supply line spike as instructed by the tsr. The hp realized at that point that he had spiked the supply bag through the rubber stopper. The tsr arranged a swap of the hc device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter is in the process of attempting to obtain information regarding sample availability, however it is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the alarm was due to use error; the patient spiked the supply bag through the rubber stopper. A labeling review was performed and found to be adequate. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).